Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was not fired and with the push pull rod broken. The suture and the bag were returned for analysis. No conclusion could be reached as to how this damage occurred. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that prior to a procedure, the device was broken into two pieces inside the sterile package. It was not used and will be returned.